Event description:
The recipient is reportedly experiencing electrode migration. The recipient is presenting with non-auditory sensations. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not be explanted at this time. The recipient continues to use the device despite non-auditory sensations. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.